Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
End user regional clinical hospital reported via stryker rep in (B)(4) that "implant couldn't be installed into intended components. This event occurred during a surgical procedure. Nothing happened to the pt, other implant were installed instead."